Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in pacing impedance from 450 ohms up to 2399 ohms over the last four months. Review found that the pacing impedance was consistently around 1600 to 1800 ohms. It was further noted that the high voltage shock impedance measurements had increased to 70 ohms. No noise was observed on the electrogram (egm). Boston scientific technical services (ts) suggested bring the patient in for evaluation and obtaining an x-ray to rule out integrity or insertion concerns. The physician opted to not perform any further tests and will continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in pacing impedance from 450 ohms up to 2399 ohms over the last four months. Review found that the pacing impedance was consistently around 1600 to 1800 ohms. It was further noted that the high voltage shock impedance measurements had increased to 70 ohms. No noise was observed on the electrogram (egm). Boston scientific technical services (ts) suggested bring the patient in for evaluation and obtaining an x-ray to rule out integrity or insertion concerns. The physician opted to not perform any further tests and will continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.